Event description:
While this device kinked proximal to the guidwire lumen and a leak developed at this site. The device would not hold pressure. There has been no claim of injury related to this event. The device is being returned for analysis.